Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. Premature deletion of battery longevity and vibratory alert was revealed. Session records were requested from the clinic for further investigation. Later, it was noted that the issue was caused due to longevity overestimation.